Event description:
The customer reported that they suspected the device delivered more energy than selected. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported that they suspected the device delivered more energy than selected. There was no impact to the involved pt. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.